Event description:
It was reported that the customer experienced a blood glucose (bg) level of 531 mg/dl, with ketones (specific size was not provided). Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Customer went to the emergency room and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.